Event description:
It was reported the patient experienced a loss of efficacy. The patient's right arm had begun to tremor when he went to sleep and got worse after waking in the morning. The patient programmer appeared to be not functioning as intended after changing the 9volt battery. The patient had an appointment at the hcp's office the following day. Two weeks later, it was reported the device had depleted earlier than anticipated. The first battery lasted 5 years, but the current device has lasted 1.5 years. The patient was seeking a physician to perform the replacement. Additional information has been requested.

Manufacturer narrative:
(B) (4).